Event description:
It was reported that the patient experienced a advance xp sling to artificial urinary sphincter (aus) device procedure due to recurring incontinence after rx therapy. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the surgery was only performed five days ago and the device has not yet been activated. Activation will not occur for another four-six weeks and no complications occurred during surgery.